Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 28th 2020, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, it was observed that after insertion, the msp value was low and the signal and reference channel values were below 300. Since the system was taking longer than usual to recover before day 21, it was suggested to schedule for an early sensor removal and RMA was approved but due to no response from the user, the RMA could not be created to bring back the sensor for further investigation. Since the RMA could not be created, there could be no further investigation at this time. D4. Updated additional device information. H3. Device evaluated by manufacturer? No, other. H4.device manufacturer date updated to 05 feb 2020. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.